Event description:
Was getting electrocuted all day long to the point I could not work anymore. I am a hairdresser and I couldn't touch my blowdryer or anything that was plugged in. Also blew out 30 blowdryers, a week not realizing it was my scs. I also got electrocuted driving my car. FDA safety report ID# (B)(4).